Event description:
PICC line inserted into basilic vein and no difficulties were noted during insertion. Blood noted to be leaking, nurse removed steri-strips and found the catheter was broken. The catheter was removed immediately.

Manufacturer narrative:
The sample has been rec'd and is currently being decontaminated prior to evaluation. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).